Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter displayed a "not enough blood" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in the first couple weeks of (B)(6) 2011. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). The patient stated he increased his usual dose of medication. After the alleged issue begun, the patient claimed he felt "hypoglycemic" symptoms. The patient went to the emergency room (ER) and obtained a blood glucose result of "35 mg/dl" with the ER/ hospital meter. The patient was given glucose tablet/ glucose gel as treatment. At the time of troubleshooting, the cca walked the patient through resolving the alleged issue. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia and received medical intervention from a health care professional (hcp) after the reported issue began.